Manufacturer narrative:
All buttons function properly. No button error alarms noted during testing. However moisture damage was noted on keypad traces during visual inspection. The insulin pump had a cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with soda. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.